Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose (bg) level was 257 mg/dl. The customer administered a manual injection. The customer declined follow-up from tandem technical support (cts) to confirm if the pump was able to resume insulin delivery. Additionally, it was reported that the customer received multiple occlusion alarms. The customer's bg level was 200 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with cts.